Event description:
On 09/10/09, during device evaluation by baxter, the channel a channel select key on a colleague cx triple channel volumetric infusion pump, was found to be not working. There was no patient injury or medical intervention necessary according to the hospital representative.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
It was reported that, "upon explant, the titanium plate removed a section of the femoral cortical bone the extraction device for the plunger became cold welled into plunger and it could not be remove. As a result for reasons undetermined, plunger and dome were pushed through the acetabulum."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.